Event description:
It was reported that right ventricular (rv) lead exhibited increased capture and impedance value. Possible lead fracture was suspected. The lead will be monitored. The patient is in stable condition.

Event description:
New info received stated that the lead was capped on (B)(6) 2025 and replaced.